Event description:
It was reported that during a ptca procedure, the maverick2 monorail balloon ruptured at 5 atms on the third inflation. The first inflation was to 6 atms and the second inflation was to 8 atms. The lesion being treated was a vein graft in the obtuse marginal branch (om) coronary artery. Prior to the balloon rupture, two maverick2 monorail catheters were used, but the balloon would not hold pressure in both cases. No patient injuries or complications were reported. Patient status is reported as 'ok'.

Manufacturer narrative:
Product analysis verified a balloon leak as stated in the complaint. The balloon catheter with the balloon in deflated state was received in good condition with no damage observed. Visual and microscopic examination of the balloon material revealed a tear in the balloon wall located 2.6 centimeters proximally from the distal tip. Microscopic examination in the area of the leak revealed a small tear in the balloon material. Examination of the area surrounding the tear did not reveal any irregularities in the balloon material which would have contributed to the formation of the tear. No issues were noted with the balloon material and with the ro markers that could have contributed to the leak. The manfacturing records for top assembly batch 8642288 have been reveiwed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There is one other similar complaint related to this batch number. The exact cause of difficulties experienced during the procedure could not be determined. The root cause for this event is unk.